Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer was unable to clear the alarm. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No this alarm is generated when a power failure is detected alarm and no motor safety circuit failed test error alarm during testing.